Manufacturer narrative:
Analysis of the extension revealed no anomaly. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that during an implant procedure high impedances were seen on the extension. When the lead was tested alone impedances were ok. The extension was replaced and impedances were ok. It was reported that there were no patient symptoms or injuries related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.